Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A pump was returned to covidien/medtronic¿s failure analysis. A visual inspection found black residue observed in the piston housing. An investigation was performed and the failure investigation technician reported that the reported condition was verified. The identified root cause of the reported issue was due to motor deterioration.

Event description:
It was reported that the motor pump of ht70 ventilator was making a grinding noise. There was no patient involvement at the time of the reported condition.